Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10 h3, h6: the unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual evaluation of the rf12000, q2 controller s/n:(B)(6) shows that the warranty seal is untouched and in its original condition. The manufacturing date of the controller is rev.q / 2018. No visible manufacturing abnormalities were found. After powering up, the device generates an ¿f4-hardware failure¿ associated with an alarm sound and the red attention led. The failure could not be reset; the complaint was verified and the root cause could be determined to an electrical component failure. Factors that could contribute to the reported failure includes; (1)incorrect power cycling of the controller (2) wrong connection; there are no indications to suggest the device did not meet product specifications upon release into distribution;

Event description:
It was reported that during an acl surgery the quantum had a f4 error when it was switched on. It is unknown if there was an available back up device, no delay was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.